Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner not working after the version update. A technical support specialist (tss) dialed into the station and confirmed that the device was running version 1.8. Followed knowledge article, bio ID fails after pushing rss es 1.8 lumidigm update uninstalled lumidigm device service v9.6.41389 from programs and features and then installed lumishim.bat. Tss ensured that the sensor was using the latest driver. Upon checking in services.msc, found that the lumidvcsvc service was not running, so tss started the service and rebooted the station. After reconnecting, a user accessed the station and verified that the biometric identification was working properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier scanner was not working. There was an error with the fingerprint scanner, and a witness was required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.